Manufacturer narrative:
Other devices include: product ID 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2018, it was reported that the hcp was having issues with the patient's pump. It was also reported that the hcp's programmer was showing a tm=1 error code. No symptoms were reported. No further complications were reported.